Event description:
Per journal article: "feasibility of transabdominal preperitoneal combined with internal ring constriction in treating giant inguinal hernia." The study involved a total of 962 patients with inguinal hernia from january 2020 to october 2023 which was randomized, conducted as a single-blinded, single-center randomized controlled trial evaluate the safety and effectiveness of tapp combined with internal ring constriction versus standard tapp for the treatment of giant inguinal hernias (ehs type iii, internal ring defect greater than or equal 3 cm). A total of 183 patients were included (93 experimental, 90 control). The study included 183 patients (146 males and 37 females) aged 50-82 years with unilateral giant inguinal hernias (type iii), the study has excluded type I and type ii hernia patients. All 183 patients underwent laparoscopic transabdominal preperitoneal (tapp) inguinal hernia repair for giant inguinal hernias. The patients were randomized into two groups: an experimental group (93 patients) and a control group (90 patients). In the experimental group, after hernia sac dissection, the enlarged internal ring was narrowed using 3-0 prolene sutures with a 5-stitch internal ring constriction technique. The sutures were placed around the internal ring to reduce its diameter without completely closing it, thereby avoiding compression of the spermatic cord. Following constriction, a 3dmax light mesh was placed in the preperitoneal space to cover the myopectineal orifice. The mesh was positioned without fixation, and the peritoneum was subsequently sutured closed. In the control group, patients underwent standard tapp repair without internal ring constriction. The same 3dmax light mesh was implanted in the preperitoneal space and covered by closure of the peritoneum. The principal difference between the groups was the addition of the internal ring constriction step before mesh placement in the experimental group. This additional procedure was intended to strengthen the posterior inguinal wall, reduce the size of the enlarged internal ring, and decrease the likelihood of postoperative mesh displacement and hernia recurrence. Postoperative complications include surgical site infection (1 in control group); seroma - 13 (7 in experimental group and 6 in control group), scrotal edema - 7 (3 in experimental group and 4 in control group), 2-y postoperative recurrence (3 in control group), visual analog scale on the first postoperative day (3.62 control group and 3.77 in experimental group) it is concluded that tapp combined with internal ring constriction is a safe and feasible technique for giant inguinal hernias. The procedure reduced the 2-year recurrence rate compared with standard tapp without increasing postoperative pain, hospital stay, or complication rates. Note: there is no information provided in the article indicating that the device caused or contributed to the postoperative patient complication(s). However, as postoperative complications did present and some requiring medical/surgical intervention we are reporting this as a serious injury MDR.

Manufacturer narrative:
Based on the contents of the article, no conclusions can be made. The information provided in the article indicates that some patients experienced surgical site infection, seroma, hernia recurrence and edema post 3dmax light mesh implant. The information obtained is limited to the content of the article. The article does not that report any specific device malfunction, or post-op complications were caused or contributed to the use of the 3dmax light mesh. Infection, hernia recurrence and seroma are listed in the adverse reactions section of the instructions-for-use supplied with the device as possible complications. Regarding infection the warning section states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the device." No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note, the date of event (01-jan-2020) is considered to be the best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.